Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify error test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that they received an alarm after reinserting the batteries. The batteries were outside of the device for five to ten minutes. The customer stated that the basal was not programed before they experienced an alarm form the insulin pump. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.